Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device was not detected on the bus, preventing access to refrigerated medications. The user was unable to open the refrigerator drawer to retrieve medications. The station was rebooted twice, and recovery was attempted; however, the refrigerator remained unavailable and generated a "needs maintenance" alert. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved after the customer performed a third reboot of the device, and no further investigation was required. The system functioned as intended after the customer resolved the issue.